Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use were observed inside the catheter body. Visual analysis revealed that the proximal extension line was severed. Microscopic examination confirmed the damage and revealed that the edges were smooth, uniform, and angled, which is damage consistent to contact with a sharp object (i.e. Needle, scissors, scalpel). The proximal extension line inner diameter at the point of separation measured 1.4732mm, which is within the specification limits of 1.42mm-1.50mm per the proximal extension line extrusion product drawing. The proximal extension line outer diameter measured 2.16mm, which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the proximal extension line was severed. Microscopic examination confirmed the damage and revealed that the edges were smooth, uniform, and angled, which is damage consistent to contact with a sharp object (i.e. Needle, scissors, scalpel). Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter tip was found cut/torn when removing the catheter from the patient. No harm to the patient occurred. As the patient had been transferred from another hospital, the user was not sure if the tip had been cut by the physician during insertion of the catheter or it had been cut during transfer." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter tip was found cut/torn when removing the catheter from the patient. No harm to the patient occurred. As the patient had been transferred from another hospital, the user was not sure if the tip had been cut by the physician during insertion of the catheter or it had been cut during transfer." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).